Manufacturer narrative:
Batch review performed on (B)(6) 2016. Lot 152222: (B)(4) items manufactured and released on 26 august 2015. Expiration date: 2020-08-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a medial calcar fracture. Stem, head and liner were revised. The revision surgery was successfully completed. Pieces explanted are not available for further investigation.